Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016. The customer's blood glucose was 587 mg/dl at 8:27 am. The caller stated that the customer was hospitalized for a month and passed away in the hospital on (B)(6) 2016. The caller stated that the customer was not using the insulin pump due to not being able to buy supplies and went into diabetic ketoacidosis. The customer was using manual injections, had other medical complications, had pneumonia, bed sores, and possible two heart attacks. When the customer passed, the ventilation tubing was dislodged and the customer was not getting air. They tried reviving the customer and fixing the tubing but it was too late; it did not work. However, the caller stated, on the death certificate, the hospital wrote the cause of death to be diabetes related. The customer was not wearing the insulin pump at the time of death; it had been disconnected one month prior to passing. The caller declined returning the insulin pump for analysis.